Event description:
A customer reported that a pump had an unknown occlusion sensor issue. Medication and infusion parameters are unknown. Z-800wf pump 500930 was tested for the air-in-line alarm. Pump alarms air-in-line when no tubing was present, didn't alarm when the IV set was loaded and alarmed "air-in-line" when the one inch air bubble past through the pump. This is within manufacturing specifications. Reported issue was not confirmed. Pump passes passing criteria.